Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultra smart meter's "ok" button was broken. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter's "ok" button was broken for 2 weeks prior to contacting lfs. She reported having blurry vision at some point. She took her usual dose of 5 mcg of byetta insulin. The pt denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved the pt was unable to use the meter, and she reported having blurry vision, which could be suggestive of high or low blood glucose.